Manufacturer narrative:
On 8/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it appeared intact. Leak testing revealed there were two (2) tears (a, b) located at the posterior view measuring approximately 0.2 cm (a) and 0.2 cm (b), additionally valve leakage was noted . Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 275cc mentor siltex round moderate profile saline implant and experienced postoperative bilateral deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a bilateral explantation on (B)(6) 2019 and the implants were replaced by mentor devices on both sides (left-sided serial number (B)(4); right-sided serial number (B)(4)). This report is for the patient's right-sided device.